Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. A 3.00 x 20 mm agent drug-coated balloon (dcb) was selected for treatment of a calcified vessel. After the initial inflation, the balloon ruptured, resulting in a perforation. No further information was provided.